Event description:
The us complainant had placed a 5.5 pump to support a surgical patient. The patient had the pump placed for planned mitral valve repair and coronary artery bypass graft. The pump was placed via axillary after care escalated from an intra-aortic balloon pump. The 5.5 pump had an access site bleed from the graft and was treated by heavy tie and graft lock repositioning. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since non-abiomed product like bos. Sci. V-18 control wire 0.018 inch was used. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added d10-concomitant medical products.